Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The manufacturer's representative reportedthat the pt has noted critical alarm since 10/13/2006 and is experiencing loss of efficacy. The pt had undergone MRI in 2006 and interrogation of the pump reveals repeated motor stalls and recoveries. The pump was checked following the MRI and the pump had no active stalls, but logs were not read. The MRI setting was at 1.5 tesla. A roller study was performed 10 days later and a motor stall message appeared during the test. The roller study confirms motor stall. The pump contains compounded baclofen. The pump contains compounded baclofen. The patient reports that old symptoms have returned; was started on oral baclofen. The hcp replaced the pump; no adverse event.